Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion into the patient's vein in the sicu, the user was unable to aspirate with the raulerson syringe. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the user was unable to aspirate from the vein was confirmed. One arrow raulerson syringe (ars)/introducer needle assembly was returned. Visual examination revealed that the ars appeared typical. The luer taper at the tip of the syringe was found to be acceptable. A vacuum leak test was performed on the ars. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released but did not returned to its original position, which fails the test. Visual examination of the introducer needle appeared typical except for tool marks on the hub. The luer taper of the hub passed luer gage testing. Functional testing confirmed that the needle attached firmly to the ars syringe. Water could not be aspirated into the assembly. A review of the device history records for the ars / needle assembly did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related.